Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, implanted: (B)(6) 2008, product type: programmer, physician.

Event description:
Information was reported by a consumer via a company representative regarding the consumer's implanted pump which was used to deliver dilaudid and bupivacaine. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that the patient was in the intensive care unit (ICU) for hypotensive symptoms following a refill done on (B)(6) 2016. It was noted that the factors that led to or contributed to the issue was a refill, bolus and prescription change. The diagnostics performed regarding the event was that the rep met the patient in the ICU and changed the pump to minimum rate at the request of the physician. At the time of the report the patient was alive with no injury and still recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.